Manufacturer narrative:
Investigation summary: the complaint investigation for false positive results in the bd pcr cartridges (ref. 437519) lot 4143963 was performed by review of customer¿s data and by the complaint¿s history review. Customer reported suspecting false positive results for the flua target when using the bd respiratory viral panel for bd max¿ system assay with bd pcr cartridges from lot 4143963. Customer provided a picture confirming the bd respiratory viral panel for bd max¿ system assay lot 4318563 and pdf reports of runs 16740, 16752 and 16754 from bd max¿ instrument ct1235 for investigation. Manual pcr curves adjudication revealed true amplification in the cy5 channel (positive for the flua target) for sample b2 (run 16740), while all the other flua positive patient samples showed an upward drift, suggesting that these results are not true positives. Also, the non-positive samples showed no amplification in the cy5 channel (flua target). Although this upward drift explains the positive results obtained for these samples, the curves do not suggest true amplification. The bd pcr cartridges (ref. 437519) lot used by the customers have been identified as potentially depicting unusual curves presenting an upward drift. The root cause for the cy5 signal drift issue associated with the bd pcr cartridges lot was identified during corrective and preventive action investigation. A change in the adhesive supplier by bd¿s pcr cartridge label suppliers was identified as the root cause for the observed issue. Actions were taken both internally at bd and externally with our suppliers to prevent the recurrence of this product issue. Bd confirms the complaint based on the investigation that was performed. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
Report 6 of 6: it was reported that during use of the bd pcr cartridge on bd max¿ instrument, an unspecified number of false positive flu a patient results with unusual pcr curves were obtained. Tests were repeated on roche. There was no report of patient impact.

Event description:
Report 6 of 6: it was reported that during use of the bd pcr cartridge on bd max¿ instrument, an unspecified number of false positive flu a patient results with unusual pcr curves were obtained. Tests were repeated on roche. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: njr. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.